Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement, sure-loktm thread was allegedly digressed. Reportedly, the catheter was replaced. There was no reported patient injury.

Event description:
It was reported that sometime post an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement, sure-loktm thread was allegedly digressed. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 6fr navarre drainage catheter locking pigtail segment was received for evaluation. Gross visual evaluation was performed. The device appeared pigtailed at the distal end of the catheter. Pigtail thread appeared to be detached from the catheter hub as it was noted only on the distal end of the catheter. No other anomalies were noted. Therefore, the investigation is confirmed for the reported break and material separation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (method, result). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.